Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) implant, the defibrillation threshold test (dft) failed and an external shock was delivered. A second dft was then performed and again failed. A second external shock was delivered. A third dft was performed and again failed and a third external shock was delivered. Low shock impedance was also noted. The physician decided to replace the s-ICD system. No additional patient adverse events were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) implant, the defibrillation threshold test (dft) failed and an external shock was delivered. A second dft was then performed and again failed. A second external shock was delivered. A third dft was performed and again failed and a third external shock was delivered. Low shock impedance was also noted. The physician decided to replace the s-ICD system. No additional patient adverse events were reported.